Event description:
Boston scientific received information that the patient with this right atrial (ra) lead had a pre-syncopal episode. The patient visited the cardiologist for a follow-up check of the pacemaker (model/serial 1290/(B)(4)) and lead system. The patient was noted to be pacemaker-dependent, as no intrinsic r-wave was observed when checking for an underlying rhythm with mode ddi at 35bpm. The pre-syncopal episode was thought to have occurred during an episode of ventricular tachycardia that was noted by the pacemaker. The episode noted appeared to be due to noise sensed on both the right atrial and right ventricular (model/serial 4285/(B)(4)) leads. Boston scientific technical services (ts) was contacted to review device information. Ts noted that the noise/artifact morphology appeared to resemble that of lead on lead potentials, perhaps the result of lead on lead abrasion. Ts recommended performing lead measurements while the patient was performing different isometric exercises. The patient returned to the cardiologist, and these tests were performed. No change in impedance measurements were noted during the tests. The cardiologist also manipulated the device in the pocket, but there was no resulting noise or artifact observed. There had been no further episodes of pre-syncope and no logged episodes in the arrhythmia logbook showing noise/artifact on the atrial and ventricular channels. The cardiologist sent the patient to have an x-ray to observe the leads around the clavicle.

Manufacturer narrative:
A request for additional information has been made. This investigation will be updated should further information become available.

Event description:
X-ray results were reviewed; lead positioning appeared satisfactory and no issues were visualized. No further events occurred with this patient and no further intervention has been planned at this time aside from normal pacemaker follow-ups.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.